Event description:
Burn mark to the abdominal area. Consumer applied toning gel to their abdominal area then placed the muscle toning machine's heart shaped connectors just above and below their navel. Consumer then turned the machine to the "on" position and the lowest speed setting for approximately ten mins. Consumer was very uncomfortable for the ten mins and the heart shaped connectors felt like they were burning. After removing the connectors consumer noticed burn marks to their stomach where the connectors had been. Consumer applied antibiotic ointments and creams for rx. (A few days later) consumer noticed scabbing to their stomach where they had been burned by the muscle toning machine's heart shaped connectors. Consumer believes that the muscle toning machine can cause severe skin burns and is concerned that electrical impulses may be harmful to internal organs.